Event description:
It was reported that the patient was experiencing pain at the pantline. The patient underwent a revision procedure wherein the ipg was replaced and was not returned. The patient was doing well postoperatively.